Manufacturer narrative:
There is no indication of any system or component failure. The patient was able to get therapy from the system and the communication issues are thought to be related to the position of the ipg rather than any device malfunction. Migration of implanted components is a known risk of implantable neuromodulation systems, however it is also likely in this case that migration of the leads was related to the shifting ipg.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator being placed in the lower back area. After activating the system the patient noted that the shifting body positions would cause disruptions in communication between the implantable pulse generator (ipg) and the external therapy discs, leading to intermittent pain relief. Xray imaging found that, in addition to the communication issues, both implanted leads had also migrated away from the optimal placement. On (B)(6) 2024 a surgical revision was performed to place a new ipg at a less dynamic location of the back and to place new leads back at the desired location.